Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft was partially separated at the collar/shaft area. Microscopic and tactile inspection revealed kinks 3mm and 7mm distal of the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 26jan2016. It was reported that catheter was kink. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) coronary artery with 20 mm length and 2.75 mm vessel diameter. During a percutaneous coronary intervention (pci), it was noted that the guidezilla guide extension catheter was kinked in the connection part of delivery shaft. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable. However, it was reported after product analysis that the shaft was partially separated at the collar/shaft area.